Manufacturer narrative:
This report is being amended to reflect changes. No devices returned for evaluation, therefore only a device history review was performed. Device history records reviewed and no deviations or anomalies were found. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Compatibility of the implants was reviewed with no issues found. A product history search did not find other complaints for this part/lot combination. A field action was conducted in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. This field action has been reported to the FDA under 1822565-02-10-2015-002-r. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number.

Manufacturer narrative:
Updated information received via legal note provided supplemental information on the patient following his revision surgery. Primary operative notes confirm that the patient underwent left total knee arthroplasty due to severe degenerative joint disease. Revision operative notes indicate that the left total knee arthroplasty had failed and the patient was experiencing pain. The tibial component was revised. The product history search for the part and lot combination identified no other reported complaints for the persona tm tibia.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and possible loosening of the tibial component.